Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had a non-recoverable fault mid procedure. The customer stated they tried to power cycle the system but got a message they were not connected to the vision side cart (vsc) on the surgeon side cart (ssc). The tse viewed the logs and noted several communications faults. The tse had the customer hard reboot the system and the system powered on with error 319 on the universal surgical manipulator (usm) 2. The tse had the customer perform another hard reboot with no change. The tse informed the customer that usm arm 2 needs to be disabled and the ¿davinci is ready¿ audible prompt was heard after disabling. The tse asked if the surgeon could proceed with 3 arms, but the customer was not sure. The customer mentioned difficulty moving the 3rd party operating table. The tse informed the customer to move table in standalone mode. The customer was able to reposition the patient after using standalone button on the table controller. The customer was unsure as to how the surgeon was going to proceed. The tse recommended the customer call back in if additional assistance was needed. The user continued the procedure. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the csr confirmed the decision to convert to laparoscopic surgery was due to the non-recoverable fault on the system and not due to patient anatomy. Csr explained the surgeon undocked the system and converted the procedure to laparoscopic surgery. The existing surgical ports were used. Follow up confirmed that the system functionality was checked upon powering up the system and the system initially powered on without errors. The patient tolerated the conversion change. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event the fse reproduced the issue and replaced the faulty universal surgical manipulator (usm) arm. After replacement, the system was retested and verified as ready for use. Isi received the usm arm for failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was tested on an in-house system and failed in normal mode and displayed error code 319. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensors check, friction, sine cycle and brake tests, but failed the fiber test. The unit was retested with a golden rolling loop fiber and verified passed. The original rolling loop was reconnected and failed fiber test. The rolling loop assembly was found faulty. The insertion motor module screw will also be replaced as proactive replacement. The customer's complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to electrical and fiberoptic defects on the usm arm. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.